Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having coughing, eye infection, sore nose, throat irritation, dizziness, and light headed. Patient also alleged taking medication and flonase due to bad headache, bad sinus infection and uses throat numbing spray while using the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging of having sore nose,coughing, eye infection, sore nose, throat irritation, dizziness, and light headed. Patient also alleged taking medication and flonase due to bad headache, bad sinus infection and uses throat numbing spray,device has odor while using the device related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. An secondary findings have dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure and airpath, suggesting a source external to the device. Keratin build-up around the blower outlet. Fiber-like contaminant on the inside of outer casing of the unit. Single insect found in ridges of outer casing of the unit. Evidence of water ingress found within blower box and blower.also is unable to confirm the complaint regarding sinus infection, headache, coughing, eye infection, sore in nose, throat irritation, dizziness, and lightheadedness from using device. The device's downloaded event log was reviewed by the manufacturer and found no erorrs and is able to confirm the presence of contamination in the airpath,is able to confirm evidence of water ingress.and found no evidence of sound abatement foam degradation or breakdown. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes evidence of sound abatement foam degradation/breakdown was not observed in the base unit. In this report, section d9, g3, h3, h6 has been updated or corrected.